Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins). The patient reported that they were experiencing poor communication with the patient programmer and the patient programmer was not working. The patient reported that this started about a month ago. The patient reported that it had become more difficult to turn the ins on and off because of the poor comm. The patient reported trying new batteries in the patient programmer and tried unplugging the antenna and using the patient programmer directly but the issue remained. The patient reported that they could not tell whether their ins was on or off and the patient clarified that their hands would shake whether the implant was on or off. The patient did not recall seeing an elective replacement indicator (eri) or end of service (eos) message. No further patient complications have been reported as a result of this event. (B)(4). Omitted information regarding previous poor communication issue/pp antenna replacement. (B)(4). Additional information was received from the patient reporting that they went to see their managing healthcare provider (hcp) who determined that their ins's were low and they will be replaced. The patient reported they found one at 2.59v and the other at 2.81v. The patient reported the replacement surgery was scheduled for (B)(6) 2018. No further patient complications have been reported as a result of this event. (B)(6) 2018, (B)(4): additional information received from the patient. The patient reported that they needed to replace their ins battery in order to resolve the poor coupling and other reported issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.